Manufacturer narrative:
No RMA has been initiated for this issue. Model (B)(4) serial number/date code is iincomplete (B)(4) is approximately 6 years and 4 months old. The user manual part number 1114809 rev h was issued with this device. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumers is a (B)(6). The consumers technique while using the device is unknown. The maintenance history of the device is unknown.

Event description:
Consumer alleges that while sitting in the power chair the chair lurched forward and kept going. Consumers legs were allegedly elevated, as they do not bend, and she broke her leg. Serious injury alleged.